Event description:
The customer states that a female patient presented with all the characteristic symptoms of acute hepatitis a. A blood sample from this patient had previously tested reactive for hepatitis a igm antibody (no methodology documented). A new sample was taken from this patient on arrival to this customer's hospital (2008) and tested non-reactive with the axsym havab-m 2.0 assay. The customer suspects this to be a false non-reactive result. The sample was frozen and retested the following month, with similar results. Controls have been reading within specifications. This same sample tested reactive for hepatitis a igm by a different methodology. There is no further information on any impact to patient management.

Manufacturer narrative:
Axsym havab-m:lot no. 61469lf00 expires 10/01/2008. The initial report was submitted under brand name abbott axsym system, irving tx manufacturing site. It was determined that the investigation should be performed on brand name axsym havab-m 2.0 reagent, another country's manufacturing site. This report is being filed on an international product that has a similar product distributed in the us. No returns were available from the customer site. Testing of a retained sample (reagent kit stored at abbott laboratories) of axsym reagent, lot number 66320lf00, met package insert claims; calibrators, controls and sensitivity showed values within typical range. Review of values for controls and sensitivity showed that final lot approval and retained sample data are comparable. In addition, a commercially available havab seroconversion panel has been tested with axsym havab-m 2.0 reagent, lot number 66320lf00 to assess the clinical sensitivity of the current assay. Reagent lot 66320lf00 detected the same bleeds reactive with comparable index values for the seroconversion panel as a reference reagent lot. Based on this data, it was shown that the sensitivity performance of lot number 66320lf00, is not adversely affected. Testing of a retained sample of lot number 61469lf00 could not be performed since the reagent was expired for over two months when the complaint was received at the investigation unit. As part of the investigation, the manufacturing and complaint records for the axsym reagent were reviewed for lot number 61469lf00 and 66320lf00. These reviews did not identify any problems relating to the customer's observation. The customer's issue is addressed in the assay package insert under the sections entitled," limitations of the procedure" and "specific performance characteristics." Based on the current investigation, it was determined that the axsym reagent, lot numbers 61469lf00 and 66320lf00, are performing acceptably. The cause of the customer's observation remains unclear. A possible explanation is that a re-infection of hepatitis a has occurred where the havab igm result is negative. This is a final report.

Manufacturer narrative:
Expiration date for ax havab-m 2.0 lot# 61469lf00 is 01 october 2008. Retest of the (frozen) sample in 2008, used reagent lot 66320lf00 with an expiration date of 14 april 2009. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.